Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(4); batch: 7078874.

Event description:
It was reported that part of the lead started to come through the skin at the incision site, as patient resumed normal activities too early after the implant. The patient underwent an explant procedure and all explanted leads will not be returned as they were not released by the facility.